Event description:
The pt. Came into the hospital for out tests. She became disoriented and started to fall. The tech who was standing next to her retrieved a wheelchair quickly to prevent her from falling. As the pt. Lowered herself into the wheelchair, she placed her hand behind her on the seat with her fingers hanging over the side. When the seat engaged and snapped into place it caught her left middle finger.